Event description:
The customer called carefusion technical support requesting a field service representative to come repair one of their ventilators. According to the customer, the ventilator was alarming high peak, circuit occlusion, and safety valve. This happened while the ventilator was on a patient. There was no harm to the patient and no incident reported.

Manufacturer narrative:
(B)(4). The alleged faulty ventilator was evaluated by a carefusion field service representative. The field service representative was unable to confirm and/or reproduce the reported issue. As a courtesy, the field service representative readjusted the exhaled tidal volume and the fraction of the inspired oxygen. Per the field service representative, the customer was advised that the gas delivery engine would be replaced, should the issue reoccur. As of (B)(6), 2015, the customer has not called back regarding this issue.